Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the heart wire block, battery drawer, battery latch, battery latch o-ring, battery drawer o-ring , output connector, and heart lead flex are contaminated. Analysis also found the battery contacts are compressed. Upper case dented, broken, and contaminated. Lower case, bail covers, and ring cover are broken and contaminated. It was noted the serial number label is damaged. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.